Event description:
Report received after hours via fax from bd regarding leaking from teh lever lock on unknown product code. In 2002, further information from the acct. States that the set was leaking at the female luer on the lever lock where it connects to the male luer of the solution set. No pt. Injury as leaking was discovered during prime.